Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during initial insertion of the chemosite port, the tip of the catheter separated and travelled through the patient. It was removed by surgery.